Event description:
One of the rubber ports on the IV line loosened and eventually popped off. This led to losing most, if not all, of the fresh frozen plasma (and vasopressors) infused to spill onto the floor.